Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the bin logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause was determined to be allegation not found. The reported event of signal loss over 1 hour is reportable based on the transmitter was never paired. No injury or medical intervention was reported.